Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was admitted for urinary retention and the urinary catheter was placed for the patient. It was stated that the balloon of the catheter was found to be filled with excessive water. The balloon ruptured and the catheter prolapsed. The catheter was replaced and no such event occurred. The patient drained out the urine normally.

Manufacturer narrative:
The reported event was confirmed as a user related. Based on the reported event the failure was due to user error. Although the reported event was confirmed a root cause for this failure mode was unable to determine. However a potential root cause for this failure mode was due to short latex dwell time or latex dip speed out too slow. The product was used for urological care. The failure was caused by the misuse of the product. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿precaution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged warning: do not use petroleum substrate lubricants with the latex based urethral catheters, such as petroleum jelly and label liquid paraffin which will damage latex and burst balloon. Water soluble lubricants can be used. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.¿ correction: b, e. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient was admitted for urinary retention and the urinary catheter was placed for the patient. It was stated that the catheter balloon was found to be filled with excessive water. The balloon was ruptured and the catheter was prolapsed. The catheter was replaced and no such event was occurring. It was noted that the patient drained out the urine normally and no medical intervention was reported.